Event description:
It has been brought to manufacturer's attention that lyric device was removed after 46 wear days. Upon the removal the hcp observed significant white/off white pus with significant odour, possible infection - ent referral.